Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported kink was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to procedural circumstances. Based on the information reviewed, a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0x18mm xience prime stent delivery system (sds) was unable to cross the heavily calcified target lesion in the left anterior descending coronary artery. Resistance was met with the anatomy during removal of the sds from the vessel and the proximal shaft of the sds was noted to be kinked. Another xience sds was used to complete the procedure successfully. No other device and procedure issues were noted. The final patient outcome was satisfactory. There were no adverse patient effects. No additional information was provided.